Event description:
It was reported via repair work order that th bed was lowering on its own due to being set in reverse trend mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.